Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left pain. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female patient underwent a primary breast augmentation with a 200cc mentor smooth round moderate profile on both sides and experienced right deflation. As a result, the patient underwent removal without replacement on october 20, 2020. On june 3, 2022, mentor became aware that the patient also experienced left side pain in addition to right side deflation. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On october 31, 2022, sine no response was received regarding the mismatch device received on november 19, 2020, the impacted device lot number has been updated on this form per the device received under field d4. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 200cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if the pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Mentor is aware that the date of implant ((B)(6) 2014) is prior to the manufacturing date (august 13, 2014) of lot 6853019. Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).